Manufacturer narrative:
During follow up, the customer reported that there were more than six units of each lot number that experienced disconnections from the pre-op holding area department. The disconnections occurred between the clearlink continu-flo extension set and 10 ml syringes and conmed dial a flow primary administration sets. The solutions being infused at the time of the disconnections were antibiotics as and patient specific drugs. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is related to MDR# 1416980-2017-05172. Lot number - the customer reported two potentially associated lot numbers: r16k30064 and r16l12086. (B)(6). Manufacture date for r16k30064 is 12/01/2016. Manufacture date for r16l12086 is 12/13/2016. The customer reported that this issue occurred a total of six times with three patients; however, it is unknown how many times the disconnection issue occurred with each patient. A batch review was conducted for each potential lot and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo extension set disconnected during infusion of an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.